Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was generated from this system due to an out of range shocking impedance measurement. Additionally, a yellow alert was observed due to a delivered shock episode which was determined to have been caused from the induced shock for defibrillation threshold testing (dft) which was performed in the clinic. The clinic resolved the red alert on their own with full shock vector testing and reprogramming. No adverse patient effects were reported.